Event description:
Upon receipt of the device, the user reported that the electronic patient gas system (epgs) oxygen (o2) sensor failed calibration. There was no patient involvement.

Manufacturer narrative:
Per the manufacturer's subsidiary's service technician, the reported issue occurred during testing of the sensor with the equipment.

Manufacturer narrative:
The reported complaint was not verifiable as no product was returned. Per the manufacturer's subsidiary, the part could not be returned, therefore further evaluation and root cause analysis could not be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.